Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a dark image during a thoracic surgery procedure while the patient was under sedation involving an olympus camera head. It was completed with the same device. There was no patient injury reported.